Event description:
It was reported that a cdh33 was used during a low anterior resection. It was reported by the affiliate that the tissue was not cut 1/3 circle after firing so the surgeon could not remove the instrument. Finally the surgeon could remove the instrument. There was no consequence to the patient.